Manufacturer narrative:
H3: reduced analysis (non-destructive analysis) of the pump and catheter revealed no anomaly. No destructive analysis was performed regarding the non-analyzable medical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021; mpxr 856038 (for, hcp, rep): information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported an infection occurred with the implanted pump. The pump and spinal incisions were opened and washed out with antibiotics. The patient was on oral medications. The issue was not resolved. The patient status was alive - no injury. Contributing factors were unknown. Further complications were not reported. (B)(6) 2021 e2 (for, hcp, rep): no new event information. (B)(6) 2021 e1, rtg0191728 (for, hcp, rep): additional information was received. The pump had been implanted on (B)(6) 2021. The infection started on or around (B)(6) 2021. IV antibiotics were started. Surgical irrigation and debridement were then performed. Purulent discharge was ongoing and the pump was explanted on (B)(6) 2021. Additional information was received. It was indicated the pocket and spinal incisions did not heal and ended up getting infected. When they cultured the infection it was found to be staph aureus. The pump would be returned. The pump was delivering lioresal (500 mcg/ml at 882 mcg/day). (B)(6) 2021 e3 (for, hcp, rep): no new event information. (B)(6) 2021 e4 (for, hcp, rep): no new event information. (B)(6) 2021 rp (for, hcp, rep): additional information was received via a company representative. Redness had been noted at the abdominal incision site. The patient also experienced increasing irritability and tone on (B)(6) 2021. Surgical irrigation and debridement occurred on (B)(6) 2021. Ongoing swelling and purulent discharge occurred, and the pump was explanted. The patient recovered without sequela. The pump was returned to the manufacturer.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported an infection occurred with the implanted pump. The pump and spinal incisions were opened and washed out with antibiotics. The patient was on oral medications. The issue was not resolved. The patient status was alive - no injury. Contributing factors were unknown. Further complications were not reported. Additional information was received. The pump had been implanted on (B)(6) 2021. The infection started on or around (B)(6) 2021. IV antibiotics were started. Surgical irrigation and debridement were then performed. Purulent discharge was ongoing and the pump was explanted on (B)(6) 2021. Additional information was received. It was indicated the pocket and spinal incisions did not heal and ended up getting infected. When they cultured the infection it was found to be staph aureus. The pump would be returned. The pump was delivering lioresal (500 mcg/ml at 882 mcg/day).